Event description:
During the atrial fibrillation procedure, the catheter tip was fractured. The catheter was recognized by the system, but when the catheter was in the heart, the image was poor. It was confirmed that the catheter was fully seated into the cim but this did not resolve the issue. When advancing the catheter up the inferior vena cava, the tip appeared bent on fluoroscopy. The catheter was removed and the tip was noted to be fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.